Event description:
Clip appliers were being used inside of a patient when clip applier misfired. A new clip applier was opened to field. While in use, the handle broke on this new one. A third clip applier was opened to sterile field and used for remainder of case.